Manufacturer narrative:
Model number / catalog number: unk-p-ipp, serial number: null batch / lot number: unk-p-ipp, model / catalog description: unknown.

Event description:
It was reported that the patient experienced discomfort and dissatisfaction with an inflatable penile prosthesis (ipp) due to sub gland placement of right cylinder and excessive tubing in scrotum at the reservoir. The pump was also said to be high in the scrotum on the left side. A surgery was performed in which the existing device was removed and a new, resized ipp was implanted. The patient was said to be stable after the procedure.